Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a 2 to 3cm tracheoesophageal fistula due to esophageal varices bleeding during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient did not have a concurrent malignant stricture at the site of stent placement. According to the complainant, during the procedure, the stent was deployed but it ended up in the wrong location. Reportedly, the stent did not cover the entire fistula and the physician felt that the stent was shorter than the labeled length. The stent length was measured using a guidewire prior to the procedure. The stent remained implanted and another wallflex esophageal stent was implanted (stent-in-stent) to cover the fistula and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.